Manufacturer narrative:
Further software analysis was performed. It was determined that the software and system were functioning as designed. The issue was noted to be caused by user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was conducted as part of the investigation. The analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
On-site functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined the fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported that during registration the site did tough-n-go registration which yielded a 2.3 mm metric. However, upon starting navigation the anatomy was flipped. The site re-registered the patient using point merge and were able to obtain a successful registration. The surgical delay was 15-20 minutes and no reported impact to patient outcome. Technical services (ts) noted the most likely issue was symmetrical fiducial were observed and was the probable cause.